Manufacturer narrative:
MDR 1219913-2026-00053 was initially filed on 09-mar-2026. Additional information 25-mar-2026: siemens has concluded the investigation for the issue reported by a united states (us) customer regarding observation of an elevated atellica im br 27.29 (br) result which was discordant relative to repeat testing. Siemens reviewed the instrument data and information provided by the customer. Quality control (qc) results were within the laboratory¿s acceptable limits on the date of the event, and no issues were observed in other patient samples. A siemens customer service engineer (cse) visited the customer site, inspected the instrument, and performed service actions including replacement of the vacuum pressure regulator, primary vacuum tubing, pump blower tubing kit, reservoir cap, and secondary vacuum tubing. The assay was subsequently recalibrated, and post-service actions, testing of qc and patient sample replicates yielded expected results. Based on the available information, the cause of the elevated result could not be determined, as the replacement and servicing of multiple components were performed as part of standard service actions. A product problem was not identified. The customer is operational, and the reported issue was resolved by troubleshooting. Note: in section h6, the codes for investigation findings and investigation conclusions have been updated.

Manufacturer narrative:
A united states (us) customer reported observation of an elevated atellica im br 27.29 (br) result which was discordant relative to repeat testing. Siemens is evaluating the event.

Event description:
The customer reported observation of an elevated atellica im br 27.29 (br) result which was discordant relative to repeat testing when using lot# 275. An initial elevated br result was obtained for a patient sample in question. The elevated result was reported to the physician(s), who questioned the result. The same sample was retested at an alternate facility, yielding a normal result; however, the specific value was not provided. The sample was then repeated on the original analyzer and produced a significantly lower (normal) result. A newly collected sample was also tested and generated a result consistent with the lower result, which matched the patient history and was reported. There are no known reports of patient intervention or adverse health consequences due to this issue.